Event description:
It was reported that the orbital brake on the stenoscop system was not locking. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted the orbital lock. Orbital lock is now working as intended. The system was also found to be working as intended and placed back into service.